Manufacturer narrative:
This event was reported on FDA report number (B)(4) as identified in the maude database. The maude report does not provide a device serial number or any customer contact information. Additional details related to the findings and resolution of this event are not available.

Event description:
The hospital reported a loss of mechanical ventilation. There was no report of patient injury.